Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified creases and one cracked opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one crack opening, a striated nick and a striated opening. Based on the device analysis, the final assessment is one cracked opening assessed as cracked valve seat diaphragm valve, one striated opening assessed as surgical damage, and striated nicks assessed as scratch-like with a surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "slow" deflation. Healthcare professional additionally reported the implant was further intentionally deflated in preparation for explant surgery. Device has been explanted.